Event description:
It was reported that the device was replaced and early battery depletion was suspected. No patient complications were reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. This model number is not approved for distribution in the united states, however, it is same/similar to a device marketed in the u.s. Evaluation summary: (B)(4) analysis of the device revealed normal battery depletion. Performance data collected from the device was analyzed. Approaching elective replacement indicator (eri) was noted as the device hit ageing status on (B)(6) 2012, but was not yet at eri.

Manufacturer narrative:
Product event summary - the device was returned and analyzed. There were no anomalies found.